Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was moisture ingress in the battery compartment of their pump. It was reported that the battery compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation follow-up #1 submitted 11/18/2015: the device was returned to animas and evaluated by product analysis on (B)(4) 2015 with the following results. Battery compartment is cracked to the left of the bumper pad. Evidence of moisture seen in the battery compartment. Pump failed leak testing. Pump opened. No evidence of moisture seen inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.